Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm on (B)(6) 2025 performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be transmitter stale stop command. No injury or medical intervention was reported.